Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the windows update had failed to complete, indicating an open status but not opening fully. A field service engineer (fse) reimaged the drive and a synchronization attempt was made, but the anesthesia station could not be found in the system list. The fse contacted technical support specialist (tss) for support and was advised that the drive was configured as a station instead of an anesthesia station. The station was reimaged correctly as an anesthesia station and synchronization was successfully completed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es screen stuck at 7% with the message updating, please do not turn off device. The user indicated that the system was running very slowly during reboot attempts. Multiple reboots and a power cycle (unplugged the device and allowed it to sit for a period) were performed; however, the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.